Event description:
It was reported that the device was found to be in back up vvi mode. Device was explanted and replaced. Patient was good after event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. The device was tested on the bench and using automated test equipment and no anomalies were found. The power-on reset could not be reproduced in the laboratory. The root cause of the power-on reset could not be determined.